Event description:
The patient had irregular cardiac rhythm despite being atrial ventricularly paced and it was difficult to trigger the balloon and time it. Intra aortic balloon pump pumping was initiated, with pacer trigger which was switched to internal trigger. The chest was opened, intra aortic balloon pump discontinued, internal heart message was performed. The patient was shocked 2 times with internal paddles and expired.